Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed that cb control was failing urobilinogen. The fse replaced the color gravity module (cgm) and was able to pass cb for urobilinogen.. The system was operational. The repairs were verified per established service procedures. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported they are failing cb controls for urobilinogen on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated or reported out of the lab and there was no change or effect to patient treatment in connection to the event.